Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device was returned for analysis. The reported ¿device was not used¿ was not confirmed as blood was observed inside the marker lumen. Additionally there was a kink noted n the sheath distal to the guide. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional coronary angioplasty procedure. Reportedly, while taking device out, the whole suture came out without knot being formed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. An undeployed device was received. Follow-up with the account confirmed that this device was not the initially reported device. The returned proglide was not used and was dropped on the floor prior to use. Returned device analysis identified blood in and on the device consistent with advancement into the patient anatomy. A kink in the sheath distal to the guide was also noted. No additional information was provided.